Event description:
During a surgical procedure, the flare detached from the cutting forceps and fell into the pt's abdominal area. The flare was recovered with no harm to the pt. The procedure was completed with another like device.

Manufacturer narrative:
This device is still currently under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.